Manufacturer narrative:
Upon review of the result files for the negative reactions, the k positive cells visually appeared positive. Customers were advised to visually inspect all negative antibody screen and ID results on the echo. This issue was communicated to customers in technical communication cc-09-042-02 on (B)(6) 2009.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen and capture-r ready-ID assays on the echo instrument.